Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of damage dilator tips is confirmed but the exact cause remains unknown. One photo sample of two dilators were provided for evaluation. The dilators shown appear to be different sizes. The distal sections of the dilators are shown without the proximal hubs being visible. Blood residue is present on the dilator shafts. The distal tips appear deformed with light material discoloration being present. The dilator on the bottom side shows more deformation with the distal tip being round outwards. The dilator on the top side appears to be compressed or bent near the distal shaft end. Based on the evidence of use and deformation visible, possible contributing factors include advancement against resistance and insertion technique. A review of the manufacturing records did not reveal any evidence to suggest a manufacturing related root cause contributed to the reported event. Since the dilators were observed to be damaged, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) of redv2039 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in france.

Event description:
It was reported that the catheter twists or expands before introduction. No other information was provided. It was reported this occurred with two devices. This addresses the first device.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redv2039 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported that the catheter twists or expands before introduction. No other information was provided. It was reported this occurred with two devices. This addresses the first device.